Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through a CAPA 1064141. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified.

Event description:
It was reported that the labels are peeling off with a bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes. This occurred with 36,000 tubes, it was discovered prior to use. The following information was provided by the initial reporter: it was reported that the edges of the labels are peeling up on tubes.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the labels are peeling off with a bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes. This occurred with 36,000 tubes, it was discovered prior to use. The following information was provided by the initial reporter: it was reported that the edges of the labels are peeling up on tubes.